Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that there was no stent on the stent delivery system (sds) upon unpacking. No additional event or pt information is available. This is being filed based on the returned device analysis which revealed that the stent was originally crimped on the balloon and may have dislodged during unpacking.

Manufacturer narrative:
Results - product performance engineering could not determine a conclusive root cause for the stent dislodgement. Evaluation summary - quality assurance analysis revealed that the sds was returned with blood visible in the guide wire lumen. There was contrast visible in the inflation lumen and in the balloon. There was no stent implant returned. There were crimp marks on the balloon were the stent implanted had been between the markers. The balloon had loose relaxed folds and was partially filled with contrast. There were no kinks noted to the sds. The original pouch was not returned, the sds was in a long clear pouch, the box was that of a 2.25 x 12 catheter. Product performance engineering determined that the sds was returned with blood visible in the guide wire lumen and contrast visible in the inflation lumen and the balloon. This is consistent with the device being prepped for use and suggests that the sds had at least been partially loaded onto a guide wire at some point. The stent was not returned; however, the analysis revealed crimp marks evident on the balloon where the stent had been between the markers, indicating that the stent was originally positioned correctly and securely at the time of manufacture. This also suggests that the discrepancy may be related to stent dislodgement rather than a missing stent as reported. Factors that can affect stent dislodgement outside the body include, but are not limited to, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, or improper or inadequate crimping at the time of manufacture. The protective sheath was not returned, which may have aided the investigation. In this instance, the presence of contrast in the inflation lumen and the balloon, which appeared to be loosely folded, suggests that, at some point, positive pressure may have been applied to the system. If significant pressure is inadvertently applied during preparation or as the protective sheath is being removed from the sds, the stent implant can become disrupted on the balloon, which may also facilitate stent dislodgement. Based on the information received with this complaint and the returned device analysis, no conclusive root cause could be determined. A review of the finished device lot history record did not reveal any non-conforming material reports associated with this lot. The MDR is considered closed by the product performance group.